Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6) 1997, explanted: (B)(6) 2011, product type catheter.

Event description:
The patient experienced a return of symptoms, an increase in pain and increase in baseline spasticity. A pump alarm was heard but not confirmed by telemetry. The pump programming was confirmed to be correct and there were no volume discrepancies. A catheter dye study had been scheduled for (B)(6) 2011. It was additionally reported that the pump was discovered to be flipped and the catheter was completely coiled up. The manufacturer's device registration system indicated that the pump and catheter were replaced.